Manufacturer narrative:
(B)(4).

Event description:
The patient's leads "floated off into the gutter" and were removed. The extensions remained implanted. Additional information received confirmed that the leads were explanted (B)(6) ago. The patient may have a spur which caused impingement. The patient had been working with her physicians and administering steroids. The leads may be re-implanted at a later date.